Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via the patient's right femoral artery. The patient received 30 to 40 minutes of intra-aortic balloon pump (iabp) therapy when the pump alarmed helium loss alarms and blood was found the in the tubing. The iab was removed. A second iab (lot# 18f15e0014 s/n (B)(4)) was prepped and reportedly a staff member was rushing and dropped the iab. A third iab was prepped for use. Reference MDR #1219856-2015-00195 for the second event involving the same patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via the patient's right femoral artery. The patient received 30 to 40 minutes of intra-aortic balloon pump (iabp) therapy when the pump alarmed helium loss alarms and blood was found the in the tubing. The iab was removed. A second iab (lot# 18f15e0014 s/n (B)(4)) was prepped and reportedly a staff member was rushing and dropped the iab. A third iab was prepped for use. Reference MDR #1219856-2015-00195 for the second event involving the same patient.